Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the system was completely explanted on (B)(6) 2020.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, an attempt was made to obtain complete patient information. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 3; reference MFR. Report#: 1627487-2020-31730, reference MFR. Report#: 1627487-2020-31731. It was reported the patient stopped maintaining/using their scs system over an extended period of time due to ineffective therapy. As a result, the patient plans to under surgical intervention on a later date.